Manufacturer narrative:
The reported occlusion cannot be confirmed by investigation. No samples were returned for investigation. Additionally, no pictures or videos were provided by the customer documenting the reported issue. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be attributed. A manufacturing record review could not be completed as no lot number was provided.

Manufacturer narrative:
The device has been requested from the user facility for device evaluation. The device has not yet been received.

Event description:
The event involved a customer report of a patient with gestational age of (B)(6) and was receiving tpn (total parental nutrition) at 3ml/hr via a PICC (peripherally inserted central line). After an unspecified amount of time, the nurse noted the PICC was clotted and needed to be discontinued. There was no report of kinking or concern with the tubing set. The cause of the clotted PICC is unknown. The patient required transport to another medical facility for surgical placement of a central line.